Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for evaluation. Lot number was not provided therefore a ship history of previous lots sent to the customer was reviewed, DHR found no issues. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that partial deployment and stent elongation occurred. The long, diffuse, chronic total occlusion (cto) lesion was located in the left superficial femoral artery (sfa). The lesion was from the origin of the sfa all the way to the popliteal and below that to the trifurcation. A 6 x 200 x 130 innova¿ stent was advanced contralateral over an unknown guidewire and stent deployment was initiated from the popliteal coming back up the sfa. At some point, there was an issue with deployment. The physician was not sure if the stent stopped deploying or he pulled back on the pull grip too soon. The stent was deployed completely but was stretched all the way into the external iliac and the integrity of the stent was compromised. Four additional stents were placed from the beginning to the end of the stretched stent. There was a good result for the patient with no additional complications. The procedure was completed and the patient¿s status was reported as fine post procedure.